Event description:
It was reported that a patient's right lead tip was 'protruding against the skin' and painful to the touch. The area was palpitated as a diagnostic method. The lead was surgically repositioned slightly deeper on (B)(6) 2012. It was stated that this event was related to the device or therapy and the severity was 'mild.' It was reported that the issue resolved without sequela on (B)(6) 2012. Additional information received on (B)(6) 2012 reported that the patient had pain at the lead site. No further information was received. If more information is made available, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).